Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was replaced due to increasing to high impedance and threshold values. The lead was capped and replaced. No patient complications have been reported as a result of this event.